Manufacturer narrative:
The pump passed the self test, and no alarm was noted. However, the pump gave an alarm during testing, and the memory was erased due to a faulty component on the interface board. The pump was received with normal operating currents, and no unexpected off no power alarms were noted. The pump also had a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the customer experienced issues with the battery life in the insulin pump. The customer stated that it would show three battery bars, then an hour later, it would show one hour and afterwards it would show three battery bars. The customer also had to reset the date and time every time she rewound the insulin pump. The customer stated that she had received an unexpected restart alarm and an external ram crc error alarm. The customer further mentioned that the insulin pump had turned off for three hours in the middle of the night. The customer's blood glucose was over 400 mg/dl. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.